Manufacturer narrative:
(B)(4). There was no alleged device malfunction. The complaint states that the patient experienced a hypoglycemic event on (B)(6) 2015. It should be noted that diabetes mellitus is a common cause of hypoglycemia.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report a patient that experienced a hypoglycemic event on (B)(6) 2015. Patient was using an old receiver at the time of the event. A replacement receiver had been sent to patient on (B)(6) 2015, for an unrelated event. Patient's mother reported at the time of the event, the patient complained that his head hurt. Patient's parents came back to patient after getting the finger stick blood glucose (bg) meter and reported that patient's body was stiff. (Bg) values are unknown. Parents administered orange juice. Patient recovered normally and did not require further medical intervention. Patient did not go to the hospital. Paramedics were not called. At the time of contact, patient was reported to be doing fine. No further event or patient information is available.